Event description:
It was reported that at a follow-up appointment, this device battery was exhibiting a 300% increase in power consumption. The physician suspected that this device was exhibiting premature depletion. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that at a follow-up appointment, this device battery was exhibiting a 300% increase in power consumption. The physician suspected that this device was exhibiting premature depletion. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device was received for analysis.

Event description:
(B)(4). The physician suspected that this device was exhibiting premature depletion. A replacement procedure is anticipated, but has not yet been scheduled. At this time, the device remains implanted and in-service.